Manufacturer narrative:
Based on the results of the investigation, it was determined that no further escalation was necessary. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited an error 224 due to a bad cable unit connector that needed to be replaced. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrections. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 224 due to bad cable unit connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited an error 224 due to a bad cable unit connector that needed to be replaced. There was no patient involvement.